Manufacturer narrative:
The following fields have been corrected: a1, d4, h6 and updated h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2021 to 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had frozen due to hardware issue. The field service engineer tested all drawers and inspected all connections, was unable to duplicate any issues. The system functioned as intended after the field service engineer inspected the device.

Event description:
The customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The nature of the procedure and name of required medication was not disclosed. During complaint file investigation, the customer reported having no knowledge of the specifics related to this event and stated that there were no reports of any user or patient harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The nature of the procedure and name of required medication was not disclosed. During complaint file investigation, the customer reported having no knowledge of the specifics related to this event and stated that there were no reports of any user or patient harm. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reported that no device malfunction was found during testing. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The nature of the procedure and name of required medication was not disclosed. During complaint file investigation, the customer reported having no knowledge of the specifics related to this event and stated that there were no reports of any user or patient harm.